Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to a jagtome revolution rx and an autotome rx 39 that were used in the same procedure. It was reported to boston scientific corporation that a jagtome revolution rx and an autotome rx 39 were used in the duodenum papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, as the physician pressed the pedal for cautery, the cutting wire of the jagtome revolution rx broke and was reported to be melted. The physician decided to use an autotome rx 39; however, they encountered the same problem. No part of the cutting wire detached and fell into the patient. Reportedly, the devices were not energized prior to bowing and when not in contact with the tissue. Also, the exposed cutting wire had fully exited the endoscope when the devices were energized. The procedure was completed with a non bsc device. There were no patient complications reported as a result of this event. Note: photos of the complaint devices provided by the customer shows the cutting wire broken and bent.

Event description:
Note: this report pertains to a jagtome revolution rx and an autotome rx 39 that were used in the same procedure. It was reported to boston scientific corporation that a jagtome revolution rx and an autotome rx 39 were used in the duodenum papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, as the physician pressed the pedal for cautery, the cutting wire of the jagtome revolution rx broke and was reported to be melted. The physician decided to use an autotome rx 39; however, they encountered the same problem. No part of the cutting wire detached and fell into the patient. Reportedly, the devices were not energized prior to bowing and when not in contact with the tissue. Also, the exposed cutting wire had fully exited the endoscope when the devices were energized. The procedure was completed with a non bsc device. There were no patient complications reported as a result of this event. Note: photos of the complaint devices provided by the customer shows the cutting wire broken and bent.

Manufacturer narrative:
Block h6 (device codes): problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned jagtome revolution rx was analyzed, and a visual evaluation noted that the cutting wire was broken and bent. Additionally, the working length was twisted at several locations. The device was observed under magnification and the cutting wire was blackened, and the cut of the cutting wire was not smooth. A media inspection of the photos provided by the customer showed broken and bent cutting wire. A functional evaluation was not performed due to the condition of the cutting wire. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, bent, and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been caused if the device was not in contact with the tissue when current was applied or if maximum of voltage rating exceeded during use, damaging the cutting wire. Moreover, the working length could twist if multiple attempts were made to rotate the device. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.